Event description:
Catheters read catheter failure on the information bar.

Manufacturer narrative:
On 22nd january the customer reported the complaint to natus. The reported that catheters read "catheter failure" on the information bar. A request was made to have the products returned for evaluation but the customer informed us they had disposed of the product. The customer awas aso asked to complete a complaint form in order to gain more information on the issue. Two attempts were made to gain this information but it was not returned. A review was completed and confirms that there are no associated capas. Complaint history was reviewed for the previous two years and found 0 similar complaints, giving an incident rate of (B)(4). Review of medical device hazard analysis shows incident to identify as a non-hazard. Customer has disposed of the product, therefore unable to verify complaint. Going forward we will continue to monitor and trend complaints. Justification for not providing below information and applicable sections: a: patient information - no patient injury reported, device malfunction occurred. B3: date of event - date of event requested from the customer but information not yet provided b6: relevant tests / laboratory data - this section is not applicable as no patient injury occurred. B.7 other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. C: suspect products - not applicable d4: serial # / lot ~- this information is not available asthe custome rdisposed of the device. D.6: if implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. D.7 if explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. D.9 reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. D.11 concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device f: for use by user facility / importer - not applicable as we are not a facility or importer of device. G.6 if nd, give protocol # - this section is not applicable as the medical device is not ind. G.8 adverse event terms - this section is not applicable to medical devices. H.7 if remedial action initiated , check type - this section is not applicable as no remedial action was initiated. H.9 if action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Manufacturer narrative:
Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable. Serial # - this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Catheters read catheter failure on the information bar.